Event description:
It was reported that one day after implant of the new ipg device, there was a warning on the chronic right ventricular lead for undefined/infinite impedance. Since then there have been no new lead warnings, but ventricular high rate episodes with short non-physiologic intervals were noted. There was question of a potential lead fracture. Reprogramming was performed. It was later reported that the lead had no capture or sensing. X-ray indicated that the lead was crushed by the clavicle. The lead was clipped, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2003. (B)(4).